Event description:
It was reported via medwatch, "r radial arterial line connection tubing cracked within 30min of arterial line being placed. Equipment malfunction rapidly recognize by bedside rn; no titration of vasopressors or medical decision-making was made based on incorrect bp reading." No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.